Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) with respiratory distress and hypoxia. The patient was intubated. Some low flows were noted around the time the patient was intubated. Log files confirmed low flow alarms on (B)(6) 2022. The respiratory distress was confirmed to be due to right ventricular failure. Inotropes and diuretics were given and the respiratory failure improved. The low flow alarms also resolved with decreased positive end-expiratory pressure (peep) and decreased vascular return. The patient was stable and still admitted.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient and sustained low flow alarms; however, it was communicated that the alarms resolved with decreased positive end-expiratory pressure and decreased vascular return. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Multiple sustained and transient low flow hazard alarms were captured on (B)(6) 2022. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 1 ¿introduction¿ of the IFU also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 3 ¿powering the system¿ and section 6 of the IFU warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient passed away on (B)(6) 2022. The cause of death was unknown, but the outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient and sustained low flow alarms; however, it was communicated that the alarms resolved with decreased positive end-expiratory pressure and decreased vascular return. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Multiple sustained and transient low flow hazard alarms were captured on 18jul2022. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. (B)(6) was not explanted for evaluation. The patient's outcome was not considered to be device or therapy related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 1 ¿introduction¿ of the IFU also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 3 ¿powering the system¿ and section 6 of the IFU warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.